Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-2324bcct serial/batch number (B)(6) was received for investigation. Visual inspection noted that the sutures were broken. Functional testing was not performed due to the damage of the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion. According to the surgical technique, the following should be adhered to: "completely advance the driver into the bone socket, beyond the first laser line, until the anchor body contacts bone. Evaluate suture tension. If tension is not adequate, back the driver out and readjust the tension. Note: do not attempt to apply tension to the sutures with the eyelet in the bone socket. Make sure the tip of the anchor body is in contact with bone. Hold the thumb pad steady and rotate the driver handle clockwise to insert the anchor body until it is flush with the bone."

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by an arthrex employee via email that for an ar-2324bcct, suture anchor, biocomposite swivelock® c vented, 4.75 x 19.1 mm, with fibertape® loop (blue), the nail body slipped out during the process of withdrawing the suture. This was detected during use in a total internal cruciate ligament reconstruction surgery on (B)(6) 2024. The ar-2324bcct was hit until the white nail touched the bone surface, then while holding a straight holding position, the end ball was rotated until the nail body completely entered the bone surface, bypassed the wide wire band, and the orange suture protector was undone. During the process of withdrawing the nail rod, the surgeon felt that the holding force of the nail body was insufficient and the nail body slipped out when the suture was withdrawn. The procedure was completed successfully using another brand's 5.5 mm anchor. There was no patient harm and no secondary procedure was needed.